Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted to treat a bronchial stricture caused by lung cancer during a bronchial stenting procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the shaft started to bend, and the stent was unable to be deployed. The stent was removed from the patient partially deployed and another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications as a result of this event.